Event description:
It was reported that the patient's precice nail completed lengthening. However, allegedly separated during consolidation phase, and the physician explanted the nail without incident.